Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 151 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because of past event. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm communication error, bad battery and battery out limit. Customer's blood glucose at time of incident was 151 mg/dl. The customer was advised to rewind process again and had an communication error alarm. It was explained to the customer the alarm and causes. The customer was advised that the device would be replaced.